Manufacturer narrative:
The cause for the discrepant sodium results is unknown. The customer stated that they replaced the measurement cartridge and comparative measurements were acceptable.

Event description:
The customer reported lower sodium results from the rp 500 when compared to the lab analyzer. There was no reported injury due to this event.

Manufacturer narrative:
The data files for the instrument involved with this event were provided and siemens reviewed those files. The data indicates that there is evidence of benzalkonium interference on the sodium sensor, including the time the suspect sample was analyzed. Benzalkonium is a known interfering substance as listed in the rp500 operator's manual.